Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was an alert for high resistance/impedance. Out of tolerance subthreshold lead impedances are recorded on (B)(6) 2012 (implant date) and (B)(6) 2013. Defib active can and ventricular pace impedances are high at implant (254 and 4047 ohm respectively); defib active can and superior vena cava (svc) impedances rise again the week ending (B)(6) 2013. Concomitant products: 5076 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) for high right ventricular (rv) and superior vena cava (svc) impedance immediately after implant. The impedance values were within normal range the next day using another programmer, however another alert triggered two months later. The device and lead remain in use. No patient complications have been reported as a result of this event.